Manufacturer narrative:
The lot number was given as f0713235, which does not appear to be valid. Clarification has been requested. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
An emerald guidewire was reported to be fractured after the packaging was opened. No adverse event was reported. Multiple attempts at obtaining further details of the event, and for product return have been unsuccessful. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without the return of the product for analysis the cause of the reported complaint guidewire ¿fractured¿ could not be determined. Based on the lack of information and the inability to assign or determine a root cause, no conclusion can be drawn. However factors such as shipping and/or storage may have contributed to the reported event. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that an emerald guidewire was reported to be fractured the packaging was opened. There was no adverse event reported. Additional information is pending.